Event description:
MFR's rep reported pt overdose after a pump reservoir refill in 1/07. Specific details including symptoms, and interventions were not reported. The pump reservoir was accessed and 8mls were aspirated which is the volume remaining in the reservoir at the time of refill. Therefore, it was determined that a "pocket fill" occurred. Add'l info has been requested and a follow up report will be sent when new info is received.